Manufacturer narrative:
Add'l info has been requested. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
Physician in (B)(6) reported that a (B)(6) infant was diagnosed with congenital cataract in the left eye, and treated with lens aspiration with primary posterior capsulotomy and anterior vitrectomy and implanted with an akreos adapt posterior chamber iol. At the 1-week f/u, a fibrinous membrane was found on the iol and posterior synechiae were seen inferiorly from 3 to 6 o'clock. At 4 months after surgery, small dot-like deposits were noted on the iol. These progressively became dense, and by 17 months, the fundus view was obscured and the iol was explanted. After surgery, the child was prescribed aphakic contact lenses in the operated eye and patching in the contralateral eye. At 6 months after explant, the vision in the operated eye improved to 20/260 with contact lens (teller acuity cards).